Event description:
It was reported that: "it is not clear, which hybrid was the problem: hybrid007d with lot 00533732 or 00606478 or 00535219. The magic1,2fm with lot 00485825 was used." Additional information received 23-oct-2025: "the hybrid got stuck in the magic". Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference (B)(4). 26-nov-2025: updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received from the manufacturer. The investigation was completed by legal manufacturer, balt extrusion. Summary as follows: as the affected guidewires were not returned for a physical examination, the investigation was conducted through a comprehensive review of available data, including post-market surveillance (pms) data and a detailed analysis of the lot history records (lhrs) associated with the concerned lot number. Based on the available information and the investigation results the complaint cannot be confirmed. 1/ lot history record (lhr) review: during the manufacturing process, several control tests are performed: visual inspection of 100% of guidewires under binocular to identify any imperfection, inclusion or roughness of the coating. A sliding test is performed by sampling based on acceptance criteria. The review of these steps did not reveal any specific quality issues or documented non-conformances related to the manufacturing or coating of the guidewires from this batch. All manufacturing parameters, in-process controls, and final release tests were found to be within the specified limits. 2/ post-market surveillance data review: a review of our historical complaint data has revealed a recurring pattern (trend) of reported navigation and handling difficulties with this type of guidewire. Based on this historical data, a potential coating malfunction (e.g., increased friction) is hypothesized as the most probable cause for the reported navigation difficulties, despite the clean lhr for the current batch. 3/ conclusions: based on our thorough review of the manufacturing lot history record for the specific batch in question, our investigation concluded that there was no quality issues documented during the production process of hybrid007d lot 00606478. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. 26nov2025: updated reportability evaluation was documented which determined this incident should be upgraded to reportable based on the additional information received from the manufacturer. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "it is not clear, which hybrid was the problem: hybrid007d with lot 00533732 or 00606478 or 00535219. The magic1,2fm with lot 00485825 was used." Additional information received 23oct2025: "the hybrid got stuck in the magic" incident report form submitted for this complaint indicates that no patient injury was sustained.